Event description:
During a deployment where the pt was successfully resuscitated, the user questioned the devices "no shock advised" decision.

Manufacturer narrative:
(B)(4). Pending eval of the pt use event.